Event description:
It was reported that during the implant procedure, it was difficult to insert the ventricular lead into the pulse generator header. A new generator was used and the lead was implanted successfully. No adverse consequences occurred to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).